Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The device is part of the advisory for this model.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD), right ventricular (rv) and right atrium (ra) leads were removed due to patient having endocarditis. No patient complications have been reported as a result of this event. Infection.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD), right ventricular (rv) and right atrium (ra) leads were removed due to patient having endocarditis. No patient complications have been reported as a result of this event.